Event description:
It was reported that the customer was hospitalized for dka. Suggested the customer take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed that the customer call to perform the high-pressure test when the clamp arrives.